Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026 (B)(4) (hcp): information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid (hydromorphone) (15 mg/ml at 6.385 mg/day), bupivacaine, and methadone via an implantable pump for non-malignant pain. It was reported that pump was refilled this morning, the concentration of drugs was cut in half, but a bridge bolus was not programmed. The caller was on their way to see the patient and program the bridge bolus. Approximately 3 hours would have passed by the time the pump was updated. The caller called back to confirm the bridge bolus.